Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screw / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, the patient underwent open reduction internal fixation surgery for femoral shaft fracture with expert a2fn in question. On an unknown date, the hospital confirmed that non-union was occurred and the most distal screw had been broken. On (B)(6) 2019, the patient underwent re-operation. The nail was removed, and allograft was performed. The surgeon re-fixed with a nail and a plate (both were not synthes products). There was no surgical delay. The surgeon commented that the fracture site was a little distant from the femoral shaft, and the fixation was possibly weak because only two locking screws were inserted. No further information is available. Concomitant device reported: expert a2fn nail (part # 04.009.356s, lot # unknown, quantity 1), unknown locking screw (part # unknown, lot # unknown, quantity 3), end cap (part # 04.009.000 lot # unknown, quantity 1). This report is for one (1) unk - screws: locking. This is report 1 of 1 for (B)(4).